Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had blank screen. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the battery went dead then the pump was not turning on after replacing it. Customer was calling back with blank display after receiving new battery cap. The insulin pump will not be returned for analysis.